Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that during pre-use check a wire coming through the tube was found. No patient or clinical injury, or adverse effects.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during the manufacturing process of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.